Event description:
It was reported that when the customer was sleeping, an empty cartridge alarm occurred. The customer awoke with a blood glucose (bg) level of 258 mg/dl. The customer attempted to load multiple cartridges, but received multiple cartridge alarms (cartridge alarm 19). Reportedly, the customer administered a manual injection and bg level decreased to 135 mg/dl.

Manufacturer narrative:
Per tandem's t:slim user guide, "always check that your cartridge has insulin to last through the night." The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.